Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported by the customer that the insulin pump has multiple cracks. It was also reported that the up button on the insulin pump is not working. Customer's blood glucose level at the time 95mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.